Manufacturer narrative:
G4: 15apr2020. B4: 16apr2020. Per the biomedical engineer the man machine interface (mmi) board was replaced to address the touch screen unresponsive issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05march2020.

Event description:
The customer reported that the touchscreen is unresponsive. The customer contacted product support and requested for service repair. Product support advised the customer to replace the touchscreen to mmi cables. If the issue continues, product support recommended to replace the mmi board. The customer reported that the unit was not in use on a patient.